Manufacturer narrative:
This report is filed november 1, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: changes made to previous device analysis report. Please refer to updated device analysis report attached. This report is filed december 17, 2013.